Event description:
New information notes the device was reprogrammed to address the oversensing on nov 17, 2020. No adverse patient consequences were noted. Device remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a transmission with alert conditions was reviewed. Non-sustained rv oversensing was observed. It was confirmed that these episodes were triggered due to t-wave oversensing. Programming changes were recommended. The patient is stable.